Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-48904. It was reported the patient was not receiving effective stimulation on the left side. In turn, surgical intervention was undertaken on (B)(6) 2020 wherein physician elected to cut one lead and implanted a new lead at t6-8 left of midline. This addressed the issue. It is unknown which lead was cut, therefore both leads are being reported.